Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process on multiple occasions. Customer's blood glucose (BG) level due to the issue was reported to be 590 mg/dL at the highest, although customer did not specify the event date on which this elevated BG level occurred. Customer addressed BG with a manual injection. Customer either reloaded the cartridge or used a new cartridge to resolve the issues each time. Customer declined further troubleshooting with Tandem Technical Support and therefore no additional information was able to be obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.